Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) of 457-585mg/dl; cause was unknown. Customer ate breakfast and removed the pump. The customer then required assistance putting pump back on by daughter who assisted in addressing elevated bg via a correction bolus. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.